Event description:
Pt underwent surgery in 2006 using megadyne's megatip. In 2007, patient had MRI which revealed a foreign object. Pt underwent exploratory laparotomy in 2007, to remove foreign object. Foreign body was identified as megadyne l-hook. It is believed that l-hook was left after surgery in 2006.

Manufacturer narrative:
Megadyne has not yet been able to gain access to the device for evaluation. A review of the device history record indicates this device was manufactured according to device master record specifications and we can find no evidence to suggest a device defect or malfunction, which might have contributed to the reported event. Upon completion of our investigation, results and conclusions will be forwarded.